Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found scratches on the screen. The customer reported problem was able to be confirmed during the functional testing. The cause was found to be the expulsor. The expulsor was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device failed accuracy test +13.2%. There was no patient involvement.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.